Manufacturer narrative:
(B)(4). Batch # t5dy8h. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with three gst60d reloads present. The reload (b) was received partially fired 1/4. The reload (c) was received fully fired. The reload (d) was received with the right side fully fired, left side unfired. Upon evaluation of the reload, the cartridge pan, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that four gst60d reloads (e, f, g and h) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that twenty gst60d reloads (I, j, k, l, m, n, o, p, q, r, s, t, u, v, w, x, y, z, aa and ab) were received sterile and with no apparent damage. Thirteen returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what is the patient bmi/gender? What color cartridges were used throughout procedure? Can additional details be provided about what is meant by ¿staples did not come out of the reload¿? Did the device complete the cutting, but no staples deployed? Or was there partial staple deployment? Did staples deploy on one side of cut line or both? Are photos or video available of procedure or device? What is the patient bmi/gender? Male, bmi: 44,2, age: (B)(6). What color cartridges were used throughout the procedure? Black, blue then gold staples did not come out of the echelon? There was no staple on remaining stomach, only onto the specimen. So the device cut and stapled only on one side. There is no photo or video available. How was the bleeding controlled: by sutures and help of another surgeon. Did the patient require a transfusion: no. Is the current status known: yes, patient left the hospital without any problem. Was there any patient consequence or change in the post-op: patient stayed 1 supplementary night to be sure everything was ok.

Event description:
While stapling the stomach with echelon flex + gold reload, stapler did not came out of the reload. So, the stomach was only cut and not staple. There was blood loss of 250cc. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 40, action taken when event occurred? Called another surgeon for help, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, other information: blood loss of 250cc , patient status/ outcome / consequences. Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe. Gastroscopy , is the patient part of a clinical study --> unknown, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.